Event description:
It was reported that during a treatment procedure to place a greenfield filter, the filter capsule fell off. The physician was preparing to insert the filter but the plastic cover over the filter was loose and fell off when he picked it up. The procedure was completed with another filter. No pt injuries or complications were reported.